Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, cracks were observed in the display rendering the device unusable. Cracks were caused by customer mishandling. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter had an issue with the display of the coaguchek xs plus meter that could lead to a misinterpretation of results. The customer stated the meter's display has "approximately 20 vertical and horizontal lines," and the display issue affects the results field. The customer confirmed no misinterpreted results were reported.